Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis and hospitalization with subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the unknown liberty cycler with unknown cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cassette defect reported for the event. Although no information was obtained related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The unknown cassette can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this male patient was asked why peritoneal dialysis (pd) was discontinued. The patient stated they recently had a serious infection and was hospitalized. Additional information was obtained through follow-up with the clinic. The patient was diagnosed with peritonitis in (B)(6) 2021 (date unknown) and hospitalized. The patient was initially placed on back-up hemodialysis (hd) during recovery. The patient and his spouse decided not to continue with pd and transitioned permanently to in-center hd. The patient remains on hd today. No further information related to the peritonitis event was available.